Manufacturer narrative:
Company comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and the long-standing nature of the event, which is suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Potential contributory factor includes the patient's current condition of actinic elastosis. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-dec-2025 by a physician via a sales representative concerning a female patient of unknown age. The patient's medical history included actinic elastosis. The patient suffered from skin wrinkles and skin aging related to actinic elastosis. The patient reported no other relevant medical history, concurrent diseases, concomitant medication, or allergies. The patient had not previously been treated with similar products in the cheek area. On (B)(6) 2023, the patient received treatments with sculptra (unknown lot number), 4 ml to each side of the cheek area during each session using a 6 mm 26g needle and a subcutaneous micro-bolus injection technique for improvement of conditions associated with actinic elastosis. One vial (8 ml) of sculptra was injected at each session. The sculptra was reconstituted according to standard practice with addition of lidocaine [lidocaine]. From mid- or late-2024 onward, the patient experienced multiple severe subcutaneous nodules/granulomas (granuloma skin) on both cheeks at the injection sites. The patient received corrective treatment with 10 mg of triamcinolon [triamcinolone] and scandicain [mepivacaine hydrochloride] 1 percent from (B)(6) 2025 across five treatment sessions. Subsequently, the dosage was increased to 40 mg. Corrective treatment was ongoing at the time of reporting, as no visible improvement had been observed. According to the reporting physician, intervention was required, and permanent damage to tissue structure was present. As of 03-feb-2026, the physician reported that no additional adverse events or symptoms occurred in the patient, and no further corrective treatment was carried out. The reporting physician assessed causality between sculptra and the adverse event as possible. Outcome at the time of the report: nodules/granulomas was not recovered/not resolved/ongoing. Tracking list: v.0 initial report. V.1 fu received on 12-jan-2026 from the same reporter. Case upgraded to serious. Event verbatim and coding of implant site nodule updated to granuloma skin. Patient medical history, suspect device implant date, volume, injection technique, needle type, lot number, concomitant medication, event onset date, reporter causality and corrective treatment details were updated. V.2 fu received on 03-feb-2026 from the same reporter. The physician confirmed lot number was unknown. Information about patient medical history, reconstitution details, additional events and outcome of event was provided.

Manufacturer narrative:
Company comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and the long-standing nature of the event, which is suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Potential contributory factor includes the patient's current condition of actinic elastosis. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was not a valid lot number for a galderma product. A follow-up will be performed to verify the lot number and to obtain additional information. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-dec-2025 by a physician via a sales representative concerning a female patient of unknown age. The patient's medical history included actinic elastosis. The patient reported no other relevant medical history, concurrent diseases, concomitant medication, or allergies. The patient had not previously been treated with similar products in the cheek area. On (B)(6) 2023, the patient received treatments with sculptra (lot 234182), 4 ml to each side of the cheek area during each session using a 6 mm 26g needle and a subcutaneous micro-bolus injection technique. One vial (8 ml) of sculptra was injected at each session. The sculptra was diluted with lidocaine [lidocaine]. The treatment indication was actinic elastosis. From mid- or late-2024 onward, the patient experienced severe multiple subcutaneous nodules/granulomas (granuloma skin) on both cheeks at the injection sites. The patient received corrective treatment with 10 mg of triamcinolon [triamcinolone] 10 mg and scandicain [mepivacaine hydrochloride] 1 percent from (B)(6) 2025 across five treatment sessions. Subsequently, the dosage was increased to 40 mg. Corrective treatment was ongoing at the time of reporting, as no visible improvement had been observed. According to the reporting physician, intervention was required, and permanent damage to tissue structure was present. The reporting physician assessed causality between sculptra and the adverse event as possible. Outcome at the time of the report: nodules/granulomas was not recovered/not resolved/ongoing. Tracking list: v.0 initial report v.1 fu received on (B)(6) 2026 from the same reporter. Case upgraded to serious. Event and coding of implant site nodule updated to granuloma skin. Patient medical history, suspect device implant date, volume, injection technique, needle type, lot number, concomitant medication, event onset date, reporter causality and corrective treatment details were updated.